Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and alleged that their insulin pump was over delivering. The customer's blood glucose level was 64 and 56 mg/dl at the time of the incident. The customer reported that their basal rates had been adjusted. The customer reported being on blood thinners. The customer reported the reservoir was showing more insulin than what is shown on the status screen. The customer reported the insulin pump was worn during x-rays. Displacement test was performed and passed. Troubleshooting was completed but did not resolve the issue. The customer also reported multiple high and low blood glucose events. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.